Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had cataract extraction on (B)(6) 2015 and a zmb00 +20.5d serial no. (B)(4) intraocular lens (iol) was implanted. The lens was exchanged on (B)(6) 2015 to a +22.5 diopter zlb00 iol serial no. (B)(4). The reason for exchange was refractive error that needed to be corrected. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens is damaged, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. A review of the manufacturing records was performed. During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use, handling, and implantation of the lens. All pertinent information available to abbott medical optics has been submitted.